Event description:
On (B)(6)2009, it was reported to a rochester medical sales representative that a patient was admitted into an operating room to have a foley catheter removed. It was reported that the attending physician removed the catheter by deflating the catheter balloon and pulling that catheter out of the urethral tract. Upon removal of the catheter, the patient experienced bleeding. The foley catheter used by the patient was returned to rochester medical for evaluation on 11/19/2009.